Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072417. Product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 5151257.

Event description:
It was reported that the patient was experiencing numbness and discomfort at the left upper extremities following an implant procedure. The physician believed it was due to swelling related to the procedure. The patient underwent an explant procedure and the patient had fully recovered postoperatively. All device components were explanted and will not be returned.